Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having issues with the sensors. Customer stated that he changed his sensor and received a weak signal after three days in. Customer also mentioned receiving calibration errors and difficulty inserting sensors. Customer then mentioned seeing a bent sensor cannula. Customer's current blood glucose reading is 78 mg/dl. No further information reported.